Event description:
The pt began to reject the implantable neurostimulator at the pocket. The pt had no fever, no swelling, no red skin, or sings of infection or inflammatory reaction. There were no signs of reaction along the extensions or leads. Histologic analysis were negative for bacterial infection. The hcp decided to move the implantable neurostimulator from the chest to the abdomen. The pt tested negative for all samples in an allergy kit. Several weeks later, the reaction appeared again. The pt was diagnosed with a foreign body granuloma. The pathology reported a reaction to metal or plastic materials. The plan of care was being determined. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).